Event description:
Revision surgery - the patient had soft tissue instability.

Manufacturer narrative:
The reason for this revision surgery was due to the patient experiencing instability after 16 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was left in the patient and not returned to djo surgical for examination. A review of the device history records showed two non-conforming material reports associated with this product: ncmr # (B)(4) involved an undersized feature; all of the parts were accepted since the undersized feature is not critical to the function of the part and ncmr # (B)(4) included an oversized feature and six parts were returned to the vendor. A review of the product complaint report history shows this is the first complaint for this product. The root cause of the instability was most likely due to the soft tissue. There are no indications of a product or process issue affecting implant safety or effectiveness.